Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the handle for torque limiting attachment was discovered broken while restocking the trays. There was no patient involvement. This report is for one (1) handle for torque limiting attachment. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.110.005; lot: 9692690; manufacturing site: bettlach; release to warehouse date: december 11, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Visual inspection: the returned instrument was examined and was found to be missing the set screw; without this component the device cannot function as intended. The balance of the device is in fair condition. The received condition does agree with the complaint description. Device history record (DHR) review: received device was manufactured at bettlach site on december 11, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Document/drawing review: relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing was reviewed, and no issues were detected. From the drawings, it can be seen that the set screw is part of the assembly and is needed for the device to function as intended and therefore a conclusive determination has been reached. The complaint condition of missing component was confirmed. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.